Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) in (B)(4), alleging a onetouch verioiq meter was displaying an unknown error message. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported prior to the start of the alleged issue, she developed symptoms of "vertigo, shaking, and nearly falling off." It is unclear when the alleged issue first began. The patient did not report obtaining any blood glucose readings or treatment suggestive of an acute complication of diabetes. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue. Therefore the subject meter issue could not have caused the alleged injury. And there is no indication that the patient's symptoms worsened since the patient did not reported receiving any additional medical treatment in response to her symptoms. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.